Event description:
Customer became unresponsive. Spouse used device and received a reading of 127 mg/dl. Paramedics were called and customer was taken to ER. ER received a reading of 40 mg/dl. Customer was given IV, and food. Customer was released to go home. Return of suspect device was requested and replacement product was sent. No controls were used.